Event description:
Information was received through a call to technical services on 6/25/2013 that this device was extracted due to infection. The physician and facility were unknown. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).